Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer also confirmed that the clogged ducts were improved with pumping, most of the time. The customer care team is attempting to contact the customer for the initial trouble shooting phase, with the aim to determine any fault with the suction and whether that can be rectified. The customer has not responded to go through the troubleshooting phases. If the customer responds and the fault cannot be fixed, the customer will be able to return the device for investigation and receive a replacement. If any additional information to support the investigation is determined, a follow up report will be sent.

Event description:
Customer reported on (B)(6) 2025 from the us that the stride has a suction issue and she has had repeat cases of mastitis. Customer was seen by a healthcare professional (obgyn) and was prescribed antibiotics (cefuroxime). Cu was advised to take her antibiotics and sunflower lecithin, in addition to pumping. The customer stated that it worked well in the beginning but somewhere along the way she started getting clogged ducts every day with reduced breast milk production. Cu claimes that most of the time they are resolved by pumping, but she has had mastitis 3 times now and is getting less milk with her elvie stride compared to what she used to get.